Manufacturer narrative:
The device was unable to be investigated because it was not returned to cardiva medical, inc. Conclusion: the reported event is not related to a device malfunction and the device worked as intended. It is possible that the retroperitoneal bleed was related to a high stick, but this is not known. A complication such as retroperitoneal bleeding are general complications which may be related to the endovascular procedure or the vascular closure procedure. Per the report, hemostasis was achieved with the device. In addition, the retroperitoneal bleeding was corrected with surgery.

Event description:
The vascade 6/7f device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. Final hemostasis was achieved with the device. Patient was moved to recovery and complained of pain. A retroperitoneal bleed was discovered which required surgery to correct. No further injury or complications noted.